Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The patient was brought in the clinic for further evaluations. Noise was noted when the patient pushed the hands together. The lead was capped and replaced on (B)(6) 2015. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).